Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the left image would turn white, and become unreadable after system is warmed up for 30 minutes. This rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.